Event description:
It was reported that the right atrial (ra) lead developed high capture threshold. The lead was replaced. There is no adverse consequence to the patient. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).